Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d10 (added device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: breakage/disconnection of the image sensor unit (due to stress from repeated use, external factors, or handling), or failure of the parts mounted on the electrical circuit board (such as the integrated circuit chip and capacitor). The event can be detected by following the instructions for use (IFU) which state: "3.8 inspection of the endoscopic system confirm that the endoscopic image is displayed normally in wli and nbi observation. 1.before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2.observe the palm of your hand in the wli and nbi endoscopic images. 3.confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4.adjust the brightness level as appropriate. 5.confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6.turn the angulation control levers slowly in each direction until it stops. 7.confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to damage to the charge-coupled device unit. Additional issues were identified during the device evaluation: the distal sheath was scratched with a chip; the cord was scratched; the light guide snake tube was scratched; the label on the video connector was peeled; the forceps elevator lever was discolored; and the angle release lever adhesive was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that in preparation for use in a therapeutic procedure, the endoeye flex deflectable videoscope did not display an image. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.